Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. Aneurysm morphology from the time of implant is unknown. The iliac arteries were described as calcified and narrow (exact size is unknown). It was reported that the patient presented with an occlusion of the contralateral limb. An angiogram was done and showed there was stenosis distal to the stent graft on the contralateral side. The contralateral limb as well as the contralateral gate through the flow divider was occluded and this was seen on the images that the sales rep sent. The clot was removed and the contralateral limb was re-lined with another endurant stent graft that was exactly the same size a 16x13x124 because it was not possible to remove all the clots from within the contralateral limb stent graft. The area of stenosis was stented with a stent. No additional clinical sequelae were reported and the patient is fine. The film review of several returned still images showed complete occlusion of the left (contra) limb, beginning at the bifurcate flow divider. After relining the entire length of the contra, the limb was patent. However, there was focal stenosis just distal to the contra limb. Following implant of a stent the stenosis resolved. It is likely that the focal stenosis contributed to the occlusion.

Manufacturer narrative:
(B)(4). Evaluation, methods (films). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; focal stenosis, small and calcified iliacs). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; focal stenosis ,small and calcified iliacs).